Manufacturer narrative:
The insulin pump was received with intermittent keypad response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, reservoir tube lip, battery tube threads and belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 107 mg/dl. Customer stated that she gave herself a lunch bolus approximately 2 hours ago when she received the error message. Customer changed the battery and got the same error message. Customer stated that she is a fitness instructor and generally leaves the pump off when teaching the class. Customer stated that she left the pump and it got really sweaty. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.